Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away in a hospital. The caller stated that the cause of death has not been determined yet, but the doctor thinks it was heart attack. The customer was hospitalized on (B)(6) 2015. He had caught a cold, was not feeling well, asked to be taken to the hospital and a couple of hours later he passed away. The customer had gotten sick approximately one week prior to passing. The customer had kidney disease; the kidney was at 25%. The customer was getting ready to start dialysis. He also had heart disease; his heart was at 15%-20%. The customer's blood glucose at the time of death was unknown, however the last known blood glucose reading was 222 mg/dl on (B)(6) 2015 at 02:21 am. The customer was wearing the insulin pump at the time of death. The caller stated that she had just connected it. The customer was not using sensors and was not wearing one at the time of death; he had not been trained. The caller agreed to return the insulin pump for analysis